Manufacturer narrative:
The insulin pump alarmed prime during prime test due to moisture damage force sensor resistor. Unable to verify no delivery alarm due to prime alarm. The insulin pump had severely scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer sates their device alarmed for no delivery and insulin was squirting out of the tubing. The customer also reports receiving compromised force sensor system alarm. The customer's blood glucose level at the time of incident was unknown. The customer state the pump has been dropped. The customer declined to troubleshoot for the insulin squirting out and not delivery. The customer was advised the pump would have to be replaced and returned for analysis.